Event description:
It was reported that the pt's elbow was revised due to failure of the bushings and pin. X-rays showed the end of the pin had snapped off.

Manufacturer narrative:
This report will be amended when our investigation is complete.